Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. The patient was unable to recall the sensor insertion site. On approximately 8/28/2025, the patient's cgm reading was reported to measure 120-130 mg/dl, while the blood glucose reading was 1000 mg/dl. The patient experienced diabetic ketoacidosis and was hospitalized. No specific treatment was reported. It was unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.